Manufacturer narrative:
Date of event is estimated. A patient's system was explanted due to discomfort at the ipg site was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention on an unknown date 2-3 years ago wherein the system was explanted due to discomfort at the ipg site.